Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed on (B)(6) 2021. It was reported that a female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure while performing the last ablation, a ¿pr prolongation¿ and ¿av disassociation¿ were noticed on the carto 3 and recording system signals via the intracardiac (ic) catheters and surface electrocardiogram signals. The av heart block was confirmed by visualization with the ic catheters. The medical intervention provided was a medtronic av micro pacemaker implantation to provide pacing support for the block at the av node. Prolonged hospitalization was required, the patient was kept a few days post-procedure to monitor her condition. Patient had fully recovered from the event, av conduction returned the day after the procedure. The patient did not display the typical slow pathway characteristics making the procedure harder than usual. Thus, requiring more ablation lesions+trying new areas closer to the compact av node. The device was visually inspected, and no physical damage was found. A deflection test was performed and the curve deflected correctly. Then an electrical test was performed and no issue was found. Additionally, the device was tested on the carto and the vector was visualized. No error or issues were detected. Then the device was connected to the generator and the temperature and impedance were properly visualized. No errors were observed. After, an irrigation test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The root cause of the adverse event remains unknown since no problem was found/no problem was detected that could have caused or contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the irrigation tube occluded with dried blood material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, it cannot be conclusively determined. There is evidence that the device was properly manufactured in accordance with the released manufacture procedures. The investigation conclusions code of ¿cause not established", investigation findings code of ¿operational problem identified¿ and component code of ¿hose¿ is related to the irrigation tube occluded with dried blood material observed during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During the procedure while performing the last ablation, a ¿pr prolongation¿ and ¿av disassociation¿ were noticed on the carto 3 and recording system signals via the intracardiac (ic) catheters and surface electrocardiogram signals. The av heart block was confirmed by visualization with the ic catheters. The medical intervention provided was a medtronic av micro pacemaker implantation to provide pacing support for the block at the av node. Prolonged hospitalization was required, the patient was kept a few days post-procedure to monitor her condition. Patient had fully recovered form the event, av conduction returned the day after the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. The patient did not display the typical slow pathway characteristics making the procedure harder than usual. Thus, requiring more ablation lesions+trying new areas closer to the compact av node. No biosense webster, inc. Product malfunctions were reported.